Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Data analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which puts this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. If the device remains in service, rf telemetry will be disabled before the battery impedance reaches a level where safety mode can occur. It was also noted that prior to the replacement procedure this device was found to have reverted to safety mode. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. No adverse patient effects were reported. Additional information was received, this pacemaker was found to be operating in safety mode while it was being checked before the procedure. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. No adverse patient effects were reported. Additional information was received, this pacemaker was found to be operating in safety mode while it was being checked before the procedure. Subsequently this pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported. This product was not returned.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition. Device replacement was recommended. No adverse patient effects were reported.